Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. The intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens capsule broke after the intraocular lens (iol) was implanted due to haptic manipulation. The lens was removed from the patient's eye. It was indicated that sutures were required and there was a 20-minute delay in the procedure. There were no additional medical/surgical interventions required. The patient outcome was reported to be good. The patient's pre-operative visual acuity was 20/60 -2 with glasses. The patient's post-operative visual acuity was 20/40 uncorrected. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 31, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the lens was returned cut in half. Based on the return condition of the lens no further evaluation could be performed. No defects similar to or could have contributed to the complaint issue were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.